Event description:
Customer reported she was having issues with the sensor for the past three weeks mainly during the night. Customer reported at 3:00 am her blood glucose was 178 mg/dl and the insulin pump went into threshold suspend, customer woke up and the device alarmed low alert. Customer stated her spouse no longer sleeps in the same room as her because the device goes off during the night. Troubleshooting was performed. Customer was unable to upload to carelink. Customer inserts the device in her groin because she has a lot of scar tissue and trainer advised her to insert in that area. Customer was advised it is only approved in the abdomen. Customer was advised to monitor the sensor and if issue persist to change the out the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.